Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the gripper line (gl) would not floss. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and deployment steps were performed. However, the gl would not floss. Troubleshooting attempts were unsuccessful (opened clip to 60 degrees, raised the grippers and dropped the grippers, to see if that would loosen the line, however the gl would not floss). The clip was not deployed and was removed. No clips were implanted, mr remains at a grade of 4. There was no clinically significant delay in the procedure. The patient is stable. An additional mitraclip procedure may be rescheduled for (B)(6), however a date has not been scheduled. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch, the following additional information was received on (B)(6) 2017: on (B)(6) 2017, the patient was brought back for a second mitraclip procedure. The patient was having heart failure symptoms, dyspnea. Transseptal access was performed, however during echo imaging a broken cord and an anterior leaflet perforation were noted. Potentially both caused during the first mitraclip procedure. The anterior leaflet perforation was likely caused during grasping and the chordae damage likely occurred when removing the clip since the gripper line would not floss. The decision was made to abort the procedure. No clips were implanted, mr remains at 4. Lasix medication was given for treatment. There was delay in the procedure. The patient is stable. There is no additional treatment planned for the patient as of yet. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported inability to remove the gripper line was confirmed during returned device analysis. Herniation on one of the gripper line lumens was also noted during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove gripper line in this incident could not be determined. It is likely that procedural interactions (natural curvature of patient anatomy) resulted in compressive forces placed on the delivery catheter shaft, and thus the gripper line lumens, leading to the observed herniation of the lumen coil. The minor herniation observed was unlikely to have caused the inability to remove the gripper line. A conclusive cause for the reported heart failure in this incident could not be determined; however, the dyspnea was a result of heart failure. The patient effect of tissue damage appears to be related to procedural conditions/user technique as this occurred during removal of the undeployed clip. It should be noted that the reported patient effects of dyspnea, mitral valve injury (tissue damage) and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.